Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported poor illumination from ports one and two in the table top illuminator of the system. The case was completed without harm to the patient.

Manufacturer narrative:
The customer asked to cancel the service request because the illumination was working correctly. Therefore, no service was performed in relation to the reported event. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).